Event description:
The customer reported, that the hd 3cmos autoclavable camera head was not working. There was no display and the camera was showing grains on the screen. The issue occurred when preparing the scope for use. There was no delay, and the procedure was completed using a similar device. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
During device evaluation at olympus, it was found the complaint was confirmed. An e226 communication error was displayed when the camera head was plugged in. And there was no image produced, just horizontal lines. Evaluation also found the leak test failed; due to a leak next to the serial number plate. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, and to correct information provided on the initial report. The following section was corrected: h4. Based on the results of the investigation, the phenomenon, ¿the image is not displayed¿, was not reproduced. However, it was noted that e226 error occurred, and it is the error that occurs when abnormality of communication between endoscopes and processors occurs (instruction manual of otv-s300 chapter 10 when abnormality occurs 10.2 how to tell the abnormality and how to handle it). Thus, it was determined that poor communication occurred and temporarily the image was not displayed. Additionally, it was found that water entered from the serial plate and flood inside occurred, then imaging and cable got deteriorated. From this, poor communication occurred and e226 error also occurred. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿do not drop the camera head or allow it to strike other objects. Strong impacts could damage the electrical circuits inside the camera head.¿ olympus will continue to monitor field performance for this device.